Event description:
It was reported that the patient had an infection over the implantable pulse generator (ipg) site. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.